Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical field service went onsite found unit with problem dating back to service. As a resolution, trouble shot transducer fault. Performed calibration of exhalation and pressure transducer but unable to resolved the error. Ordered main pcb (printed circuit board). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed transducer fault. As of this time there is no information about patient involvement associated with this reported event.